Manufacturer narrative:
1 x echo-19 of lot # c1764259 was returned to cirl for evaluation open in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation. In summary the following results were observed in the lab evaluation: the needle was found to be broken below sheath extender (proximal). The sheath was found to be broken below sheath extender (proximal). Sheath extender able to advance and retract without issue. Sheath extender retracted to reveal the sheath broken below sheath extender. Needle retracted and broken needle below sheath extender observed. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl (d00059776 [qsi0975] rev. 031, d00052158 [prd0391] rev. 014 and d00055340 [fqc0227] rev. 015. A review of the manufacturing records for echo-19 of lot number c1764259 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. The failure of needle kinked/bent was observed in the laboratory. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. It may be possible that damaged occurred during the attachment to scope and potentially causing the needle and sheath breakage. As per additional information provided the device was not damaged on removal from packaging. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions. Initial report details: the catheter that is attached to the handle broke and separated from it, not problems for the patient, I have the product to send it. "As per cc form": when they introduced the needle in the scope the handle broke and separated form the catheter. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Handle. 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Not detailed. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 3. Please describe the size of the intended target site. Not detailed. 4. If not with the device in question, how was the procedure performed and/or finished? They needed use another needle. 5. Was the device used in a tortuous position? Not. 6. Are images of the device or procedure available? Not. 7. Was the device damaged in packaging before removal? Not. 8. Was the device damaged on removal from packaging? Not. 9. Was force required to remove the device? Not. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Pentax. 11. Was the scope recently serviced / repaired? Not. 12. Was resistance felt while inserting the device through the scope? Without resistance. 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Not. 14. Was the syringe used during the procedure, after the stylet was removed? Not. 15. Was difficulty experienced while retracting the needle? Not. 16. Was it possible to fully retract before removing the needle from the patient? Not detailed. 17. Was gaining access to the target site difficult? Not. 18. Was the endoscope in a flexed or twisted position at any time during the procedure? Not. 19. Was puncture of the target site difficult? Not. 20. Was the stylet partially removed when advancing into the target site? Not. 21. How many samples were obtained with this needle? Not samples. 22. Did any section of the device detach inside the patient? Not. 23. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? Not. 24. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Not. 25. Was there difficulty in attaching or detaching the device of the leur lock to the scope? Not. 26. If the device is a procore, is the kink located distally at the notch / core trap?

Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The catheter that is attached to the handle broke and separated from it not problems for the patient I have the product to send it "as per cc form": when they introduced the needle in the scope the handle broke and separated form the catheter a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Handle. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.).not details. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site.not detailed. If not with the device in question, how was the procedure performed and/or finished? They needed use another needle. Was the device used in a tortuous position? Not. Are images of the device or procedure available? Not. Was the device damaged in packaging before removal? Not. Was the device damaged on removal from packaging? Not . Was force required to remove the device? Not. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Pentax. Was the scope recently serviced / repaired? Not. Was resistance felt while inserting the device through the scope? Without resistance. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Not. Was the syringe used during the procedure, after the stylet was removed?not was difficulty experienced while retracting the needle? Not. Was it possible to fully retract before removing the needle from the patient? Not detailed. Was gaining access to the target site difficult? Not. Was the endoscope in a flexed or twisted position at any time during the procedure? Not. Was puncture of the target site difficult? Not. Was the stylet partially removed when advancing into the target site? Not. How many samples were obtained with this needle? Not samples. Did any section of the device detach inside the patient? Not. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? Not. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Not. Was there difficulty in attaching or detaching the device of the leur lock to the scope? Not. If the device is a procore, is the kink located distally at the notch / core trap?